Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. About 1 month after the primary surgery, the surgeon revised the liner and metaphysis and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 january 2023. Lot 2103234: (B)(4) items manufactured and released on 02-jun-2021. Expiration date: 2026-may-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot 2201465: (B)(4) items manufactured and released on 03-may-2022. Expiration date: 2027-apr-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.